Event description:
Patient reported "capsular contracture" baker grade not provided. This is for the left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "capsular contracture" baker grade not provided. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported "capsular contracture baker grade not provide". Patient later reported "the pain from the hardening of the implant becomes increasingly severe". Patient later reported "capsular contracture baker grade iii". This is for the left side. Device remains implanted.

Manufacturer narrative:
Reason for reoperation: capsular contracture, baker grade iii.